Event description:
It was reported that the patient experienced elevated blood glucose after intentionally announcing a larger-than-actual meal to use the ilet meal feature as a correction, and the agent provided education that such use can cause maladaptation of the ilet algorithm. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user technique inconsistent with labeling and system use, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not in accordance with instructions for use.